Event description:
It was reported that a pump alarmed for an upstream occlusion when no occlusion was present. The customer has stated that this has occurred during an infusion, but there was no patient injury. It was also reported that the customer has confirmed the upstream occlusion alarm during testing.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the lower reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. Low ultrasonic readings will allow the pump to be more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced.